Manufacturer narrative:
Eternal insulation abrasion was noted at 7.4-7.6 cm from connector pin consistent with friction to the device can. The outer insulation was breached at this location. This is consistent with the observation from the field of noise

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-02026. It was reported that the patient's right ventricular lead exhibited increased capture thresholds and their right atrial lead exhibited episodes of noise. Both leads were explanted and replaced. The patient's condition was stable throughout the event.